Event description:
Used needle to get specimen and attempted to put specimen in cytolyte. The needle would not come out of the sheath. The needle had to be cut off to get the specimen out and sent to the lab.